Event description:
It was reported that following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed that the puncture site was high with mild calcification. The hemostasis was achieved with the angio-seal. However, sometime after the pt was transferred to the ward, the pt became hypotensive. An ultrasound revealed a retroperitoneal hematoma and surgery was performed. The pt has recovered. No add'l info is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instructs the user not to use the angio-seal device if the puncture site is proxima to the inguinal ligament as this may result in a retroperitoneal bleed.